Manufacturer narrative:
Philips service provided an adapter to address the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the epiq display was not able to be brought to flexvision on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.